Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported on (B)(6) 2018 the patient had a knee replacement and had severe dyskinesia and tremors right afterwards. The caller checked the device and it was on. The health care professional (hcp) stated the anesthesia could have been affecting the patient due to interaction with the parkinson's meds. Stimulation was not turned off prior to the knee replacement surgery. No further complications were reported or anticipated.